Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that while, in a spinal fusion, the navigation system unexpectedly exited the synergy spine software when adding tool cards in the verify instruments task. The system shut down and rebooted (while still having power) and the surgeon was able to complete the procedure with the system upon the restart. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.